Event description:
It was reported that the pressure transducer test failed during the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. Our field service engineer (fse) conducted an on-site investigation and replaced the inspiratory pressure transducer pcb and resolved the issue. Following the replacement, the unit was returned to clinical use. The replaced part was not returned, preventing further analysis. A complete set of device logs was received. Evaluation of the logs shows that prior to and on the event day, system checkouts were performed and didn't pass. The test log shows that the inspiratory pressure transducer gain correction factors were out of range. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion, based on the fse finding and device log evaluation, is that the inspiratory pressure transducer pcb was the cause of the reported failure and the measures taken solved the reported issue.

Event description:
Manufacturer's reference #:(B)(4).